Event description:
During preventative maintenance of the device, the field service rep observed the led indicator bulb was burned out. The rep replaced the bulb to remedy the issue. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.